Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and shocks due to a possible atrial arrhythmia with rapid ventricular rate. This ICD remains in service. There were no additional adverse patient effects were reported.